Manufacturer narrative:
The information related to auto mode was not available with initial report. The correct information has been included with of this report. (B)(4).

Event description:
It was unknown if the customer was using auto mode at the time of event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. Troubleshooting for high blood glucose level was declined. The device will not be returned for analysis.